Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards & connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an error message, locked up & required a reboot to restore system functionality. There was no patient injury or death reported.